Manufacturer narrative:
Philips service tightened the screw; device returned to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that c-arm movement was restricted due to a loose screw on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.